Event description:
Physician reported redness and seroma occurring after the implantation of seri and breast implant. Redness and seroma resolved after the explantation of seri and breast implant.

Manufacturer narrative:
(B)(4). Seroma and "redness" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of "redness" and seroma as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."